Manufacturer narrative:
(B)(4). Batch # r58l1p. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot and batch. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: can you please clarify, were there any patient consequences or changes in post-operative care as a result of the prolonged surgery? No information from the hospital. Was the patient's hospitalization stay typical for this procedure? No information from the hospital. The sale rep is trying to get the additional information. Or has the hospitalization stay been extended due to the issue that occurred during the procedure? No information from the hospital. Were there any post-op care changes due to the statement that was made regarding the "rectal sphincter would have a problem"? No information from the hospital. If yes, please describe. Second set of additional information was requested and the following was obtained: it was reported that, ¿the sale rep is trying to get the additional information.¿ please follow up with the sales rep to confirm if further information can be obtained related to the below questions. Was the patient's hospitalization stay typical for this procedure? If no, please explain.=> yes. Were there any post-op care changes due to the statement that was made regarding the ""rectal sphincter would have a problem?"" No. What is the current patient status? After the leak was confirmed, the anastomosis site was resected again and the additional suture was performed by manual through the anus. The patient is recovering and hospitalization was not extended.

Event description:
It was reported that during a laparoscopic low anterior resection and ileostomy, the firing force was higher than usual at the firing, and the staples were loosely formed. Then, leakage occurred on the leak test. The device was used between colon and rectum. No blood transfusion was required. The operation time was prolonged about 2 hours. Additional hand suture was performed through the anus to complete the case. Before the firing, the rectum was cut with a psee60a loading a gst60d without problems. Then, the assistant surgeon placed the anvil and performed the purse-string suture with a w8400. The device was inserted by the operating surgeon. The anvil was set to the device by the surgeons, and then it was fired the experienced operation surgeon. The patient is still hospitalized and being followed-up. The surgeon¿s comment is following: it is possible that rectal sphincter would have a problem because of the additional hand suture. The target tissue was not thick. The surgeon did not feel anything unusual about the position of the anastomosis site, attaching the anvil and the housing and the tension at the firing.

Manufacturer narrative:
(B)(4). Batch # r58l1p. The analysis results found that the cdh25a device arrived with no apparent damage. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke; however the knife was noted to have nicks. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The damaged on the knife is consistent when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.